Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a healthcare professional in china that during a left arthroscopic shoulder debridement with shoulder sleeve repair on (B)(6) 2022, it was observed that the ceramic part on the coolpulse 90 electrode with hand controls device broke off. Removed all the broken parts. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was received and evaluated in juarez laboratory. It showed that the ceramic was cracked as reported. The active tip shows it has been used for a significant amount of time, but it is not damaged. The device was sent to supplier for further investigation. The apr clplse90 electrode w hand cntrls was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection of the device was performed, as a result, the device was not returned in the original packaging, the device ceramic is cracked with sections missing, the active tip is eroded with edges rounded and the suction hole elongated, this is evidence of significant activation, the shaft of the device is slightly distorted, and the cable and suction tube have been cut off. Due to the device damage and the electrical cable being cut off, the electrical and functional tests weren¿t performed. A DHR review has been performed for lot u2201159; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the complaint investigation outcome and the product risk analysis document no containment action related to the individual complaint is required. The customers device(s) were manufactured in feb 2022. Visual inspection confirmed the broken ceramic; and there was also evidence of tip erosion indicating that the device had been used for a significant amount of time. The damage seen was not consistent with the ceramic breakages seen under CAPA; and therefore; was unlikely to have been caused by the same mechanism and we have been unable attribute an exact root cause. Based on the evidence of the distorted shaft and heat-shrink damage the failure mode could be attributed to forces greater than the design specification being applied during use or a ceramic component issue however this cannot be confirmed. During manufacturing 100% visual inspection of the tip face at 10x magnification is performed which includes the inspection criteria of no chips or cracks or rough edges are allowed on the ceramic at inspection process id65 as per assembly aid 588065. In this case there is no evidence to suggest that any pieces of broken ceramic fell into the patient's body. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device has not been returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, the ceramic and tip appeared to be damaged. A manufacturing record evaluation was performed for the finished device u2201159, and no non-conformances were identified. The photo does not provide enough evidence to determine root cause. Physical evaluation should provide more information to discern a possible root cause. The photographic evidence that sections for the ceramic appear to be missing. The active tip shows evidence of use with tissue debris clearly being visible, it is not possible to confirm if the tip is damaged undeath the tissue debris, but the active tip seen in the photograph appears to be in one piece with no missing/broken sections. The damage seen to the ceramic is not consistent with ceramic breakages seen under CAPA investigation; therefore, the breakage has not been caused by the same mechanism. A review of our nc quality records over the last 24 months showed no quality issues affecting the ceramic insulator component p/n 188005 batch car1317340 used in the device lot u2201159 which could cause this complaint. The distal end of the heat shrink is damaged which could indicate excessive mechanical force being used. We cannot see enough of the device shaft in the photograph to see if it is deformed which would be another indicator of excessive forces. Possible causes are excessive force or a defective ceramic component. During manufacturing 100% visual inspection of the tip face at 10x magnification is performed which includes the inspection criteria of no chips or cracks or rough edges are allowed on the ceramic at inspection process id65 as per assembly aid (B)(4). As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.